Event description:
An electrolytic capacitor located within the electronics cabinet "vented", causing smoke and rendering the unit inoperable. No patient, service engineer or user was present at the time.